Event description:
It was reported that during in clinic follow-up, patient presented with oversensing due to noise which resulted in inappropriate automatic mode switching (ams) on their right atrial lead. The lead was capped and replaced on (B)(6) 2021. The patient was asymptomatic and in stable condition.